Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 23mmol/l. Customer stated that insulin pump was working as designed. It was unknown whether customer using auto mode or not. The insulin pump will be returned for analysis.